Event description:
It was reported that auto registration has failed on the itrak 3500l system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Investigation indicated that the pt may have been scanned without auto reg headset. Reviewed, with the customer, the need for pt to wear headset to achieve auto registration. The system was tested and found to be working as intended and placed back into service.